Manufacturer narrative:
The results of the system hardware diagnostics confirmed that the returned workmate computer functioned as intended. Based on the information provided to abbott and the investigation performed, the cause of the reported cancelled procedure was determined to be an improper system display configuration settings. The display issue was resolved after reconfiguring the display mode to horizontal display configuration, no hardware issues were identified during the course of the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
Prior to the procedure, the display appeared cut-off. The patient was taken off the procedure table and the case was rescheduled. The issue was resolved later that day by replacing the workmate pc.